Manufacturer narrative:
The field service engineer (fse) evaluated the device onsite and was unable to confirm the customer¿s allegation of a lighting failure. As a result, the device was not returned to olympus for further evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus representative reported on behalf of the customer, there was a lighting failure on the video system during preparation for use for a diagnostic nasopharyngeal laryngoscopy. The procedure was completed with a similar device. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the phenomenon was not duplicated during the feild service representatives device evaluation, the root cause of the phenomenon could not be identified. Olympus will continue to monitor field performance for this device.